Event description:
It was reported that the cath lab phoned the hotline and stated the following: the pump was exchanged off the patient because "helium was leaking from the tank." The registered nurse stated that they could see "blue helium gauge going down quickly." This pump was sent to biomed.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.